Manufacturer narrative:
The reported issue was unconfirmed. Flow rate (fr) was 0.1lpm. Guided to system diagnostics showed that the system hours were 6098, pump hours were 5868, inlet pressure (ip) was -1psi. Circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 91 percentage, flow rate (fr) was 3.4lpm. Second call on (B)(6)2024, device alerting 113 (reduced water temperature control). Patient has been staying around targeted temperature (tt) but did not seem to be cooling anymore and water temperature (wt) has not gotten below 27c. Confirmed with nurse targeted temperature (tt) was 37c, patient temperature (pt) was 37.5c, water temperature (wt) was27.4c, water flow rate (wfr) was 2l/m. Had nurse access system diagnostics showed that the chiller temperature (t4) was 4.1c, mixing pump command (mpc) was 100 percentage, system hours were 6,117, pump hours were 5,886. Informed nurse it appeared to be a mixing pump issue. Informed nurse would need to change the device and send this one to biomed labeled alert 113 not cooling. Confirmed they have another device to swap to, encouraged nurse to call back if they have any issues. Per additional information received, biomed confirmed that the device had a bad mixing pump and although the device is circulation water with fr1.7 ip 7.0 cp 54%, tech support is recommending the 2000 hour pm and sending biomed the info. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse started new therapy and getting low flow alert02) and patient line open alert01) in an arctic sun device. Flow rate (fr) was 0.1lpm. Guided to system diagnostics showed that the system hours were 6098, pump hours were 5868, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 91 percentage, flow rate (fr) was 3.4lpm. Second call on (B)(6)2024, device alerting 113 (reduced water temperature control). Patient has been staying around targeted temperature (tt) but did not seem to be cooling anymore and water temperature (wt) has not gotten below 27c. Confirmed with nurse targeted temperature (tt) was 37c, patient temperature (pt) was 37.5c, water temperature (wt) was27.4c, water flow rate (wfr) was 2l/m. Had nurse access system diagnostics showed that the chiller temperature (t4) was 4.1c, mixing pump command (mpc) was 100 percentage, system hours were 6,117, pump hours were 5,886. Informed nurse it appeared to be a mixing pump issue. Informed nurse would need to change the device and send this one to biomed labeled alert 113 not cooling. Confirmed they have another device to swap to, encouraged nurse to call back if they have any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse started new therapy and getting low flow alert02) and patient line open alert01) in an arctic sun device. Flow rate (fr) was 0.1lpm. Guided to system diagnostics showed that the system hours were 6098, pump hours were 5868, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 91 percentage, flow rate (fr) was 3.4lpm. Second call on 31jul2024, device alerting 113 (reduced water temperature control). Patient has been staying around targeted temperature (tt) but did not seem to be cooling anymore and water temperature (wt) has not gotten below 27c. Confirmed with nurse targeted temperature (tt) was 37c, patient temperature (pt) was 37.5c, water temperature (wt) was27.4c, water flow rate (wfr) was 2l/m. Had nurse access system diagnostics showed that the chiller temperature (t4) was 4.1c, mixing pump command (mpc) was 100 percentage, system hours were 6,117, pump hours were 5,886. Informed nurse it appeared to be a mixing pump issue. Informed nurse would need to change the device and send this one to biomed labeled alert 113 not cooling. Confirmed they have another device to swap to, encouraged nurse to call back if they have any issues.